Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient fell the other day and hit the ins, now the area is swollen and pt is having problems. Caller tried to reprogram with programs and does work for now however when he turns on the stim he gets a shocking in the legs and back. The ins is on however different groups/programs.  Rep reported read impedances. 8-15 oor. The system will eventually be replaced. Getting x-rays and referring to a neurosurgeon. Surgical intervention planned but not scheduled.